Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8274754. Material 305785 with lot number 8274754 was packaged on october 03, 2018, with order quantity of (B)(4). DHR was reviewed for this lot number and there are no internal rejects related to the reported issue during this order. All relevant information during the DHR review shown that meet all established manufacturing criteria. One unpackaged sample was received and was detected in bad conditions, besides scale missing also the syringe was detected with damage neat to the bottom wings. After sample evaluation the reported issue can be confirmed since there is no scale at all on the syringe, therefore bd was able to confirm the customer¿s indicated failure mode but not manufacturing related, since the syringes are received and then load it in to the blister to be sealed after all components were loaded, therefore this is a material supplier issue, however a correct segregation should be performed by bd and personnel involved need to be awareness.

Event description:
It was reported that bd eclipse¿ 5-ml bd luer-lok syringe w/ detachable needle has missing scale markings. This was discovered before use. The following information was provided by the initial reporter: scale missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 5-ml bd luer-lok syringe w/ detachable needle has missing scale markings. This was discovered before use. The following information was provided by the initial reporter: scale missing.